Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) loosened in the patient's mouth. The abutment screw was replaced.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. A visual inspection revealed that the collar and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.